Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2420-0007 lot number 22075497 was performed. There was one possible relevant quality notification on 12jul2022 during quality inspections but the affected units were quarantined and destroyed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets leaked during use. The following information was provided by the initial reporter: "IV tubing was leaking near connection upon arrival to ICU, I tried to tighten to see if loose it continued to leak. I changed the IV maintenance fluid bag and retrieved new tubing. This tubing also leaked. I requested help so that I could focus on patient, and retrieved another IV maintenance tubing and this one did not leak. No apparent complication. I was not in or to know if this was leaking in the or, but it appears to be a manufacturing problem with the tubing."

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets leaked during use. The following information was provided by the initial reporter: "IV tubing was leaking near connection upon arrival to ICU, I tried to tighten to see if loose it continued to leak. I changed the IV maintenance fluid bag and retrieved new tubing. This tubing also leaked. I requested help so that I could focus on patient, and retrieved another IV maintenance tubing and this one did not leak. No apparent complication. I was not in operating room to know if this was leaking in the operating room, but it appears to be a manufacturing problem with the tubing."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. The initial reporter also notified the FDA. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.